Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via alert transmission on merlin.net for vt episode with atp therapy. Device review noted that there was post-sensed t wave oversensing causing inappropriate vt detection. The patient experienced a couple similar episodes. The device was reprogrammed, and issue resolved. The patient was stable.